Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that the device displayed "defib fault 78," "defib fault 79," "defib disabled," and "pacer disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.